Event description:
It was reported that the device was getting interference. There was no report of patient impact.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The bottom circuit board failed and the board was replaced. The unit was reworked to current specifications, tested and passed all manufacturing specifications.